Event description:
Resident was attached to hoyer lift operated by two nursing assistants. Legs became tangled in electrical cord (of hand control for electric bed) under bed causing lift to tip. Resident was caught and assisted to floor by nursing assistant #1, causing her left leg to be caught between wall and hoyer lift, causing bruising to left upper thight. Resident received a small abrasion to the bridge of his nose. Employee required transport to hospital by ambulance. She sustained a left quad contusion; no fracture. Maintenance department contacted the distributor and the manufacturer. The new lift was different than the older one -- the legs on the newer one did not fan out as much as the older one and the wheels on the newer one were smaller, providing less stability. The lift was removed from service awaiting further evaluationdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed, visual examination. Results of evaluation: design - inadequate, mechanical problem, incorrect technique/procedure. Conclusion: device failure occurred and was related to event, device failure directly contributed to event, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, user education provided. Invalid data - on device destroyed/disposed of status.